Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the 1st column keys including the power button, the soft key, 0 button and the decimal point button are responding intermittently. The cause was identified to be keypad which requires replacement to address this issue. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device 1st column keys including the soft key, power button, 0 button, and decimal point button is intermittently responding. No additional information is available.